Event description:
It was initially reported that the patient felt that her generator was at end of service as she had a day time seizure, subsequent seizures have been nocturnal. The patient had been seizure free for the most part since initial vns implant and historically her seizures were nocturnal. Patient is seeing surgeon for a possible replacement. Surgery is likely but has not occurred to dat. Good faith attempts for additional information have been unsuccessful to date. The treating neurologist on record reported that the patient had no followed-up since (B)(6) 2011, but hen provided setting and partial diagnostics from (B)(6) 2013. It is unclear if the date of the diagnostics and settings is correct.

Manufacturer narrative:
.

Event description:
Additional information was received that the patient had a generator replacement. The generator was discarded and will not be returned to the manufacturer for evaluation. Good faith attempts with surgeon have been unsuccessful to date.